Manufacturer narrative:
Unable to duplicate reported issue. Device performed according to specification.

Event description:
Customer reported that the device had an air in line incident. A site doctor was called in to look over the patient and he was fine.